Manufacturer narrative:
(B) (4).

Event description:
The expected residual volume was 12.3ml and the actual residual volume was 0ml. The pt's pain went from a 3 to a 5 on a 10 point scale. The pt was supplemented with oral pain medication. The refill procedure was attempted at the pt's home and the health care provider was not sure if she had accessed the reservoir correctly. It was decided to try and refill the next day at the office. It was further stated that there were always reservoir discrepancies with this pump; that these issues happened before. It was planned to do a dye study. Further info is being requested from the hcp.